Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Although the device was not returned, based on the information from the customer, it is likely the reported event occurred due to the use excessive force from improper handling (tool). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as it was discarded by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus. The distal end of the trocar broke off. The issue occurred during reprocessing. There were no reports of patient harm. There was no procedure or patient involvement.